Event description:
I went to a board cert. Dermatologist seeking treatment for adult acne and scarring. She suggested a treatment called ipl/fotofacial. It's a laser treatment similar to something called thermage. The doctor went beyond the acne scars and lasered the area underneath my eyes, where there was no acne scarring. As she did it, I felt in my stomach that the laser was too strong and too close to this area of thinner skin. She had burned the top of my cheek where it meets the lower orbital bone. A month later, I went back in, complaining that my eyes were compromised, sagging, hollow and dark in that area. She instructed a tech, to laser the inner crescent area of my eye where you would put concealer, saying that would help. I trusted her. Four months later, I have triple bagging from fat loss and scarring underneath my eyes and devastated by my permanently altered appearance. I've since learned that these laser's can disintegrate the non replaceable fat underneath the skin and many others online have been damaged the same way."thermage fat loss" or "ipl fat loss" and you will see. My dermo told me I had aged and handed me an eye cream. Not only are doctors not informing patients that fat loss is possible before performing these procedures, they deny it's possible after the fact! They say it is impossible for these lasers to melt fat. Many are being harmed. This can't be legal. As patients we are powerless. I have seen two plastic surgeons who say they can help, recommending something called fat grafting to replace the fat loss and also an eye lift. Please consider researching and making people aware, so others will not be harmed. People's faces are disfigured from this treatment. I will send you before and after picture if it holds interest to you. Dates of use: monthly, 2008. Diagnosis: acne scars. Event abated after use stopped: no.